Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in italy. It was reported that the patient experienced a hypoglycemia event on (B)(6) 2026, as the insulin was not allowed to reach room temperature before filling the reservoir, resulting in air bubbles in the tubing and the event was managed by the patient through eating. No further information is available.